Event description:
Per the audiologist, the patient had a stroke immediately following initial implantation on (B) (6) 2008. The patient was recently seen for poor performance with use of the device. Reprogramming of the device was recommended.

Manufacturer narrative:
(B) (4) implanted device remains.